Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported "I need assistance, I have these implants and I am having numerous issues, sick, pain etc and more. I need to know my options for this with you before I seek out further advise." Healthcare professional later reported capsular contracture baker grade iii/IV. This record is for the left side. The device has been explanted.

Event description:
Patient reported "I need assistance, I have these implants and I am having numerous issues, sick, pain etc etc and more. I need to know my options for this with you before I seek out further advise." Healthcare professional later reported capsular contracture baker grade iii/IV. Patient further reported "my operative report showed silicone leaked." This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: g2. Device evaluation updated for new event: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: not observed. Additional observations: ¿ creases is observed. ¿ dark ring is observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported "I need assistance, I have these implants and I am having numerous issues, sick, pain etc etc and more. I need to know my options for this with you before I seek out further advise." Healthcare professional later reported capsular contracture baker grade iii/IV. Patient later additionally reported "my operative report showed silicone leaked." This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Varied injuries: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. Dark ring is observed.

Event description:
Patient reported "I need assistance, I have these implants and I am having numerous issues, sick, pain etc etc and more. I need to know my options for this with you before I seek out further advise." Healthcare professional later reported capsular contracture baker grade iii/IV. This record is for the left side. The device has been explanted.